Event description:
It was reported a 6f angio-seal sts plus vascular closure device was used to seal the arteriotomy site post percutaneous triple vessel coronary interventional procedure. A pre-insertion agniogram was performed which revealed a common femoral artery puncture located proximal to the femoral bifurcation. The device was deployed without incident and no hematoma was evident. Later in the day, the pt experienced hypotension with a drop in hemoglobin. A CT scan revealed a retroperitoneal hematoma. The pt received a blood transfusion and was stabilized over a 2-3 day period. The pt suffered further bleeding on the third day and died. The post mortem report described a tear in the aortic wall at the level of where the external iliac artery meets the aorta.